Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional potential adverse event was noted where foreign material was on the knob wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: -reprocessing manual_ cleaning, disinfection and sterilization procedures precleaning manually cleaning olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope was restricted in the biopsy channel. The issue occurred during maintenance. There were no reports of patient harm.